Manufacturer narrative:
Evaluation method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: it was confirmed the customer did not use proper safety equipment when handling the reagent. Conclusions: safety equipment not worn as required by product labeling. Product is within performance claims.

Event description:
A customer sought medical treatment for transitory eye injury after handling (B)(6) n, n. Dimethoxyphenylethylamine. Current controls on the reagent packaging include the use of safety equipment for skin, eye and inhalation. If safety equipment is used, there is no risk of harm to the user.